Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance as well as high and varying thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.